Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to heart attack and clogged artery. The customer had a blocked artery; they tried placing a stent but it did not work. The customer's blood glucose was over 400 mg/dl when he got the procedure for the stent. The caller stated that the hospital removed the customer's insulin pump on (B)(6) 2016. The caller stated that the customer passed away on (B)(6) 2016. The caller stated that the cause of death was heart attack/ heart blockage. The customer's blood glucose at the time of death was 160 mg/dl. The customer was not wearing the insulin pump at the time of death; it was removed one day prior to passing. The customer did not use sensors. The caller stated that they do not have the customer's insulin pump for return.